Manufacturer narrative:
Other relevant device(s) are: product ID: bi71000556, serial/lot #: unknown. No patient involved. A manufacturer representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional with no issues. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used outside of procedure. It was reported that the o2 pendant was having difficulty swiveling and upon inspection, one of two ball bearings appeared to be damaged. No patient was present.